Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr 20.0 and 1.4. The time between testing was not provided. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. Ther was no additional info provided.

Manufacturer narrative:
Investigation pending.